Manufacturer narrative:
A2: age at time of event: 1959. B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that cardiac tamponade occurred. No device performance issues were reported. The event description stated that no clinical observations, no invasive interventions, and no incident outcomes were documented, all noted as 'none'. At this time, no additional information has been provided.